Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate. The initial report did not have the correct event type and code documented. The correct event type and codes are provided in this follow-up report.